Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation, however image have been provided. The investigation of the reported event is currently underway. (Expiry date: 10/2020).

Event description:
It was reported that post port placement during the removal of port procedure, the port catheter was allegedly found to be broken in the middle. It was further reported that the catheter was removed. The patient current status is unknown.

Event description:
It was reported that post port placement during the removal of port procedure, the port catheter was allegedly found to be broken in the middle. It was further reported that the catheter was removed. The patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: one powerport ti isp with a catheter in two segments were returned for evaluation. Visual, microscopic and functional evaluation were performed. The investigation is confirmed for the reported catheter break and fracture as a circumferential break was identified approximately 7.7cm from the distal end of the cath-lock. Both the catheter break segments were jagged and the texture on the break appeared smooth, rounded, rough and granular which are characteristic of flexural fatigue. During functional evaluation both the port body with attached catheter segment and detached distal segment were patent to infusion and aspiration. One medical image was provided and reviewed. The investigation is confirmed for catheter break and catheter migration to heart as the catheter was overlying the pulmonary outflow tract is evident in the provided medical images. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 10/2020),g4,h6(device: 1395 and 1562). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.